Manufacturer narrative:
(B)(4). Date sent: 5/8/2023. D4: batch # 839a61. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that a damaged (B)(6) cartridge and a knife from a pve35a device were received in the rdl materials lab with a damaged deck and a damaged cutting edge. The devices were inspected and analyzed using the energy dispersive x-ray spectrometer (eds) on the scanning electron microscope (sem). The eds identifies elements in a material by the characteristic x-rays produced by interaction with the electron beam. The damage to the cartridge deck is clearly visible in the bed-c sem images. The damaged areas were scanned, and the eds was used to identify particles and other anomalies in an effort to identify what caused the damage to the cartridge deck. Titanium alloy particles, glass fiber filler particles, and stainless steel particles were found. These materials are found in the cartridge or device and are typically found on fired cartridges. Fluoropolymer flakes were also found, this material is not typically found on the cartridge deck of a fired cartridge. The damage to the knife edge is visible in the sem images. Unalloyed titanium and fluoropolymer which are not part of the system, were found on the damaged knife edge. Titanium, aluminum, and vanadium alloy (likely staple material) was found on the blade. This is common when the device is fired across existing staple lines. One possible cause for this type of damage to the knife and reload is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated.  Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly.  To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device.  Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information.   As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 839a61, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the device completely cut? Did the device completely staple? What was the total estimated blood loss (ml)? Was a transfusion required? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? Please describe the shape of the clip? Was there any calcification of tissue? Additional information received: rep reported the surgeon stated the renal artery was pushed when device fired. The artery partially evoked from the aorta when that occurred. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a kidney transplant donor procedure that the first fire on the renal artery, it bled immediately and they had to open the patient. Currently the patient is stable on the table. Rep could not provide more information at this time.

Manufacturer narrative:
(B)(4). Date sent: 1/27/2023. Additional information was requested, and the following was obtained: did the device completely cut? I don¿t know did the device completely staple? No what was the total estimated blood loss (ml)? I have to ask was a transfusion required? How was the bleeding addressed? The patient was opened and the renal artery was repaired what was the pre and postoperative anti-coagulant and pain management protocol? I have to ask was the bleeding intraluminal or extraluminal? Intraabdominal please describe the shape of the clip? A clip was not involved. I saw staples shaped like a box on the load before I sent it in. Was there any calcification of tissue? I was not told that there was calcification in the artery.